Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the test strips the customer was using expired on april 30, 2012. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's niece reported that on (B)(6) 2012 customer received the following readings from her adc blood glucose meter: 268 mg/dl, 168 mg/dl, 242 mg/dl and 77 mg/dl, which were higher than the following comparison readings received from a healthcare provider's unknown brand of meter: 154 mg/dl, 54 mg/dl, 70 mg/dl and "below 25 mg/dl". Caller further reported customer self-administered an unknown amount of insulin in response to the readings she received on the adc meter and subsequently experienced a "hypo crisis" that resulted in a loss of consciousness and "coma". Paramedics were called and transported customer to a local healthcare facility. It is unknown what treatment may have been rendered at the healthcare facility. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and test strip lot reported is expired, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.